Event description:
It was reported that during an operation, the o2 filter was clogged when the o2 flush and ventilator were used. The adu switched the driving gas automatically from oxygen to air and notified the operator with a message. Auto ventilation continued to operate normally, but the adequate concentration in the fresh gas flow could not be guaranteed. No patient injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.